Manufacturer narrative:
E1: initial reporter last name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized or received treatment for the event. It was further reported the patient passed away. The cause of death was reported as due to cardiac arrest, acute peritonitis, cardiopulmonary insufficiency, status post icv rec., anti-neutrophil cytoplasmic antibody (anca) positive vasculitis. It was unknown if an autopsy was performed. It was not reported if pd therapy was ongoing prior to, or at the time of death. No additional information is available.